Event description:
Following a diagnostic catherization procedure in 2004, a vasoseal elite was deployed without incident. Hemostasis was achieved within one minute. The pt was discharged from the holding area and the groin was benign with a dry, sterile dressing intact. The pt was received in the unit with the groin intact. The patient was checked routinely every 15 minutes. During one of the routine checks the nurse noted a large hematoma in the right groin and the patient's blood pressure had dropped. The physician was called. Manual pressure was applied to the groin site. A CT scan was performed and it was confirmed that no retroperitoneal bleed was present, only a hematoma was seen. The patient was transfused with one unit of blood and discharged from the hospital on the 3rd day.